Manufacturer narrative:
The cable was broken and damaged by the customer. A replacement cable was sent to the customer to resolve the issue. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. The root cause of the reported event is attributed to damaged connecter caused by the customer. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a vitrectomy surgery an ophthalmic laser system and laser indirect ophthalmoscope was not working as the cable broken between the junction and laser was not fired. The surgery was completed on same day by using ophthalmic laser probe. There was no report of patient harm.